Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, creases flat and delamination valve leak test and microscopic analysis was performed which identified: striated opening on posterior and delamination valve. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool. A delamination total of the valve (adhesive failure). The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported right side deflation. Device was explanted.